Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.